Event description:
Reporter stated that patient's device was in run mode and it "just started pumping insulin," like it was giving a bolus. Pt was wearing device at time of event. Pt switched to back-up pump. Reporter stated that patient's blood glucose was not affected by this event.